Event description:
It was reported that there was an liquid crystal display bleed and lens damage during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels are intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed and lens damage issue found during the investigation. Root cause is unknown. Replaced liquid crystal display and lens.